Event description:
Medtronic received a report that the axium coil was stuck in sheath. The devices were prepared as indicated in the IFU.

Manufacturer narrative:
The pushwire was returned for evaluation inside of a biohazard bag and a shipping box. There was no implant coil and introducer sheath returned with the pushwire. Visual inspection/damage location details: the implant coil appeared to be detached from the pushwire. The shield coil was present with no damage. The coin was not present against the lumen stop as it was pulling back. The pusher was found broken at the break indicator (manual detachment location); retained by the release wire. The ai and coupler tubing were found present and intact. The pushwire was found to be bent at 33.0cm to 61.0cm from the proximal end. Testing/analysis: under the microscope, the outer jacket was then removed to gain access the coin. The coin was measured in 3 locations (0.073mm @ 0.063mm; measured 0.080mm @ 0.127mm; measured 0.092mm @ 0.275mm) and found to be within specifications. The inner diameter of the lumen stop, and the inner diameter of the retainer ring were found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00270" and found to be within specification. The retainer ring inner diameter (ID) was measured to be 0.00459¿ and found to be within specification. All other subassemblies appeared to be normal, and no other anomalies were observed. Conclusion: based on the analysis performed, the axium prime coil was not confirmed to have "coil resistance/stuck in sheath" as the pushwire was returned with the implant coil already detached and without the introducer sheath. However, the root cause could not be determined. The pushwire was found broken at manual detachment location with the coin pulled back from the lumen stop. Pulling back of the coin from the lumen stop may have contributed to the detachment of the implant coil from the pushwire. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Since the implant coil and introducer sheath were not returned; any contribution of the implant coil and introducer sheath to the reported issue could not be determined. If information is provided in the future, a supplemental report will be issued.